Event description:
During a surgery, the patient was scalded by the wand. Upon inspection the surgeon found that the insulated part of the wand was broken. The surgeon used a same model backup wand to complete the surgery. No further details were provided regarding the severity of the injury of any treatment administered.

Manufacturer narrative:
The complaint could not be verified as there are no indications of manufacturing abnormalities with the returned device. It is feasible that if the exposed section of the shaft near the distal tip comes into contact with untargeted tissue, it could cause a burn. Other factors that could contribute to the reported event includes: (1) contact between the suction line and patient as evacuated material could be heated, potentially resulting in patient burns, (2) activating the device prior to contact with targeted tissue, (3) withdrawing the wand while power is being applied or (4) contact with metal surgical instruments (such as a mouth guard) may pass current to the patient or user and result in burns. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.